Event description:
It was reported that after a davinci si surgery procedure, when the surgical staff tried to take the maryland dissector instrument out of the cannula, they noticed shavings from shaft. Customer indicated that nothing fell inside the patient and there was no injury to the patient.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was able to confirm the reported failure mode. The main insulation tube was found to be damaged at the distal end. The main insulation tube showed gouges on one side and exhibited a 0.195 x 0.065 piece missing roughly 6 above the snake wrist. There were a couple of areas below this section with scratches on the main insulation tube. The cannula accessory used with this instrument was returned and investigated under MDR 2955842-2013-00156. During the failure analysis, the accessory cannula was found with dents on the distal tip of the cannula. A gage pin could not be passed through the cannula tip. Engineering was able to confirm that the main insulation damage found on the instrument was caused by the cannula accessory. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.